Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self test. The insulin pump passed the unexpected restart error test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the blood glucose kept elevating even after complete set change. The customer's blood glucose was 373 mg/dl at the time of incident. The customer's blood glucose was 458 mg/dl at the time of call. The customer stated that the blood glucose reached 506 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.